Event description:
It was reported that a getinge service representative received from factory a broken new dss datasette board that was to be used for field service action repair on a cs100 intra-aortic balloon pump (iabp). It was not possible to switch on the iabp. This is an out-of-box (oob) failure. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The supplier has advised getinge's national repair center (nrc) via email that u1 was not programmable in one of the datasettes and was scrapped and that the remaining datasette was reprogrammed. The nrc did not receive the datasettes back. No further investigation is required.

Manufacturer narrative:
The suspected defective dss datasette was returned to getinge's national repair center (nrc) for failure analysis. A senior repair technician inspected the datasette and observed no visual damage. However, the technician was unable to test the dss datasette because the revision q.00 cannot be paired with the available part number rev. Q.01 in the nrc cs100 test fixture, resulting in a software mismatch and electrical test failure code #4. The dss datasette has been sent to the supplier per procedure for testing and failure analysis.

Event description:
It was reported that a getinge service representative received from factory a broken new dss datasette board that was to be used for field service action repair on a cs100 intra-aortic balloon pump (iabp). It was not possible to switch on the iabp. This is an out-of-box (oob) failure. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) review is not required as this complaint is for an out-of-box part failure. The getinge service representative reported that the dss datasette board was changed and the field service action was completed. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that a getinge service representative received from factory a broken new dss datasette board that was to be used for field service actionrepair on a cs100 intra-aortic balloon pump (iabp). It was not possible to switch on the iabp. This is an out-of-box (oob) failure. There was no patient involvement and no adverse event was reported.